Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-49035. It was reported that the patient experienced ineffective therapy due to the left lead not being optimally placed. As a result, surgical intervention was undertaken on (B)(6) wherein the left lead was explanted and replaced. Issue resolved. It is unknown which lead was explanted; therefore, both leads will be reported.